Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to emergency room for high blood glucose level of 456 mg/dl. Customer¿s current blood glucose level was 453 mg/dl at the time of incident. The customer also reported other blood glucose level such as 283 mg/dl. The customer was reported treated with manual shot of insulin for high blood glucose level. The customer was reported that they disconnected the insulin pump. The customer ate candies and that led to high blood glucose value. The insulin pump will not be returned for analysis.